Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the jaw broke and fell into the pt. The jaw was retrieved from the pt. Add'l info received on 11/7/97. It was reported by the affiliate that there was no pt consequence. The database was changed to reflect this add'l info.